Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior dynamic jaw is broken at the jaw pivot pin hinge diameter. The broken off portion of the jaw is missing and was not returned for analysis. The location, and amount of force required in order induce fracture is consistent with overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary broke. No patient complications were reported.